Manufacturer narrative:
The reason for this revision surgery was to replace the acetabular liner. The original surgery date is unknown, but is thought to be approximately 15 years prior to the revision surgery. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a 15 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was made available to djo surgical on august 12, 2014 for examination. A review of the device history records showed no non-conforming material reports associated with this product. Upon visual inspection of the returned component, the most noticeable aspect is the wear of the original acetabular liner. There is relatively light wear in the spherical inside diameter, but more significant wear of the liner's 5° hood feature where it has impinged on the neck of the femoral stem over the years. Wear and perhaps some resulting instability in the joint is the likely root cause for the revision surgery. The new acetabular liner would not lock into the existing acetabular shell during the revision surgery, because they are not compatible components. The original acetabular shell and liner used are now an obsolete retention system that made use of an integral split ring to secure the liner within the shell. The new liner is not intended to be compatible with the original shell. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to a liner exchange. The surgeon placed a 52 shell, but the shell would no lock in place. The shell was not implanted; the surgeon removed the shell and switched to a stryker system.